Event description:
Hypoglycaemia [hypoglycaemia]; piston rod operated in jerks [device issue]; injected again (10 ie were in the body and again 10 ie) [extra dose administered]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hypoglycaemia", "piston rod operated in jerks" and "injected again (10 ie were in the body and again 10 ie)" all beginning on (B)(6) 2014, and concerned a (B)(6)old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date as device therapy. Patient's height: 174 cm; patient's weight: 92 kg; patient's bmi: (B)(6). Medical history included type 1 diabetes mellitis since (B)(6) 1981. Concomitant products included - novorapid penfill (insulin aspart). It was reported that the piston rod operated in jerks and patient thought only air was injected and therefore injected again. It was too much as 10 ie were in the body and again 10 ie was injected which resulted in hypoglycaemia at night. The patient's blood sugar was 50-60 mg/dl in evening and in the night 20 mg/dl. The patient's wife called emergency doctor and the patient was treated successfully. The patient is the user of device and is trained. The function test was performed and 20 units were delivered. Now the patient has a glucagen hypokit for such emergency cases. Action taken to novopen 4 was not reported as recovered. The outcome for the event "hypoglycaemia" was reported as recovered. The outcome for the event "piston rod operated in jerks" was not reported. The outcome for the event "injected again (10 ie were in the body and again 10 ie)" was not reported.

Manufacturer narrative:
Investigation result: name: novopen 4, batch number: yug0380. Visual and functional examinations were performed. The pen cap was not received for investigation. The device was tested with a random cartridge and a novo nordisk needle was mounted. A batch trend report has been created. Nothing abnormal was found. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The device has been separated in order to investigate the internal parts. Confirmed: the dose button may block and the piston rod moves backwards during dosage selection. An internal part is broken as a result of accidental damage during use. Due to the pen construction the dose accuracy is not affected. The problem is caused by incorrect handling during use. Evaluation summary: name: novopen 4, batch number: yug0380. : visual and functional examinations were performed. The pen cap was not received for investigation. The device was tested with random cartridge and a novo nordisk needle was mounted. A batch trend report has been created. Nothing abnormal was found. (B)(4): visual and functional examinations were performed. The device was tested with random cartridge and a novo nordisk needle was mounted. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The device has been separated in order to investigate the internal parts. Confirmed: the dose button may block and the piston rod moves backwards during dosage selection. An internal part is broken as a result of accidental damage during use. Due to the pen construction the dose accuracy is not affected. The problem is caused by incorrect handling during use. Name: novorapid penfill 100 e/ml injektionslosung in einer patrone, batch number: dr7a157, (B)(4): a batch trend report has been created. Nothing abnormal was found. A visual examination of the received sample has been performed.